Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of break in aseptic technique, fever and peritonitis in a home patient (hp). On an unreported date, the hp experienced a break in aseptic technique. On (B)(6) 2012, the hp experienced fever and peritonitis manifested by abdominal pain and cloudy dialysate. On (B)(6) 2012, the hp was hospitalized. On an unreported date, the hp was treated with ceftazidime 500mg IV and gentamicin 500mg loading dose ip then 250mg on succeeding doses once daily. The hp is recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.